Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 21 mg/dl with an unknown cause. Reportedly, the customer went to the emergency room (ER) for treatment. The treatment method was not provided. Reportedly, the customer left the ER approximately 6 hours later with the issue resolved and bg of 112 mg/dl. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, data was not uploaded and the customer did not respond.